Event description:
Patient reported that the meter/lab comparison results were 135 mg/dl (ss) versus 171 mg/dl (lab), respectively. Tests were done 1-1.5 hours apart. No symptoms were reported. Pt did not have supplies needed to do control test. Lfs rep reviewed meter calibration, coding, cleaning and control testing. The meter was replaced. No harm was alleged.